Event description:
The surgeon performed a laparoscopy and a left fimbrioplasty on an otherwise healthy pt. 300ml of intergel was instilled at the end of the case. The patient was discharged the same day and did well for two days. On day 2 pt started to develop severe abdominal and pelvic pain. Pt was seen in the emergency room with signs and symptoms of peritonitis. Pt had a low-grade fever and bloating. There were no signs of ileus. White blood count was approximately 17,000. Blood and urine cultures were negative. Pt was started on antibiotics empirically. Over the next three days they started to improve, but pt is still in pain. At the time of this initial reporting the patient is stable and the surgeon plans to observe them unless condition worsens. An update was provided. The following information was received from the distributor's field representative: the patient "did need to go to surgery" and "nearly had to have a tah." The surgeon "was unable to wash out all the intergel, but the inflammation was so bad all the internal organs where stuck together. The minute they touched an organ with a grasp it went to mush. (The patient) is still presenting with pelvic pain which (the surgeon) now attributes to the increase adhesion formation." The surgeon indicated that they will forward a copy of the final post operative report.